Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm91scs2, serial/lot #: (B)(6), ubd: 05-jul-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their communicator was not turning on or communicating with their implanted neurostimulator since yesterday. Patient stated they tried multiple outlets and charging cords and the communicator would not respond. Patient mentioned that they read the manual and tried to do a communicator reset and the communicator did not respond. Patient noted that they want to make an adjustment to the stimulator because the stimulation is a little high so it is uncomfortable when they are sitting. During the call, agent walked patient through resetting the communicator; communicator did not respond at all. Agent had patient inspect the communicator charging port for any damage; patient confirmed no damage. Patient did not have the charging cord with them at the time of the call; patient was able to get a charging cord from someone at their office to continue troubleshooting. Patient was able to connect to their computer and confirmed that the green light was blinking on the communicator; patient added shortly after that the lights on the communicator stopped and then started again. The issue was not resolved. A request was sent tothe repair department to replace the communicator.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The codes in previous report was submitted by mistake updated the new codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.